Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported bilateral issues following intraocular lens (iol) implantation procedures. After the first eye the consumer experienced some issues with rings and reading under certain circumstances. After the second eye the rings tripled, appear in places not seen before. The consumer describes the experience as telescopic vision like looking thru the wrong end of binoculars. Distance is a factor that seems to vary. Usually stoplights a block away are very tiny. It¿s frightening to see this distortion. The rings at night at times are disabling. There are two medical device reports associated with this consumer. This report is for the first eye.